Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center got the errors e116 & e118 (olympus tv errors) intermittently. The issue occurred during a therapeutic laparoscopy procedure. There was no delay reported. The patient was under general anesthesia. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that e116 and e118 (olympus tv errors) occurred due to faulty printed circuit board. This report is related to MFR 03874. Olympus will continue to monitor field performance for this device.